Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that the patient thought their ins had moved because it felt different. The patient stated they would probably just have it removed because it kept moving. The patient mentioned that the issue started months ago and it also hurt at times. The patient denied having any falls or accidents prior to the issue. The patient requested a manufacturer representative (rep) to be present at their appointment to check their device. The patient was provided with the national answering service (nas) number, and an email was sent to the rep.